Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address possible infection and loosening of the tibial component at the cement to implant interface. Depuy cement was used. Patient had a history of uti and on (B)(6) 2018 surgeon removed right knee and put in antibiotic spacer. Doi: (B)(6) 2012; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.